Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pieces of tampon still in me [foreign body in reproductive tract]. Tampons come apart inside me [device breakage]. Consumer reported via e-mail that tampons come apart, no serious injury reported.